Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Additionally, the pump was unable to charge using the tandem wall adapter. Customer replaced wall adapter and pump charged successfully. Customer¿s blood glucose was 134 mg/dl. Customer continued to use the pump for insulin delivery.